Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). There was no reported product deficiency and the product was not returned. Angina and restenosis are known adverse patient events as listed in the promus everolimus eluting coronary stent system instructions for use. Although a conclusive cause for the reported patient effects and the relationship, if any, to the device cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us.

Event description:
It was reported via a trial that on (B)(6) 2011, approximately 15 months post index procedure implantation of a 3.5 mm x 8 mm promus stent, the patient presented to the hospital with stable angina. The site reported that, the patient experienced numbness in the right forearm, tingling in the right hand fingertips, pain in the right upper chest, arm, and shoulder similar to symptoms of his prior angina. Additionally, the noted pains were experienced while walking and was fairly predictable at a given level of exertion; when climbing stairs, pain was also noted in the mid-chest. During an office visit on (B)(6) 2011, the patient denied having any pain at rest. A preoperative lab result from an unspecified date revealed creatinine of 1.8 units and the patient was given medications and had a chest x-ray and an elective cardiac catheterization with minimal dye load. On (B)(6) 2011, the patient underwent left heart catheterization which revealed a severe 95% stenosis in the distal half of the previously placed drug eluting stent in the proximal left anterior descending artery (lad), and a 70% stenosis in the mid portion beyond the above mentioned stent lesion. It is reported that on (B)(6) 2011, the patient underwent successful stenting of the left anterior descending artery in two places, by using a 2.25 mm x 18 mm xience v nano and a 2.25 mm x 8 mm xience v nano drug eluting stents in an overlapping fashion. The event was considered resolved and wide patency was achieved with little, if any residual stenosis, and brisk distal flow. On (B)(6) 2011, the patient was discharged. Though requested, no additional information was provided.